Event description:
Home patient (hp) reports they were connected to homechoice device before they should have been, during prime. Baxter tecyhnician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per rn.